Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: we checked & found "release valve defective" alarm message show on screen. After that we replaced with a new check valve assembly. We have full calibration.do all pass. This unit can be used normally. No patient involvement.

Event description:
The following was reported to hamilton medical ag: we checked & found "release valve defective" alarm message show on screen. After that we replaced with a new check valve assembly. We have full calibration. Do all pass. This unit can be used normally. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).